Manufacturer narrative:
Device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure as another device was used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with proglide device was attempted in right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure (large hole). Reportedly, a cuff miss was noticed. The sheath was upsized from a 6fr to a 14fr and the tavi procedure was completed and hemostasis was achieved with an additional proglide device. It is unknown if the physician is trained in the use of the proglide device. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from not returning to returned. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed that the suture was separated inside the device, which would have led to the inability to achieve hemostasis. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found no similar incidents from this lot for separated sutures. Further assessment determined that the issue is potentially related to manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.